Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the physician disconnected and reconnected the leads to the new cardiac resynchronization therapy defibrillator (crt-d) several times, but the right ventricular (rv) lead coil impedances were still high. As there were traces of blood inside the connector block, the physician used a syringe to clean it out. Given the connection issues, the device was not used and a second device was implanted. The out of range impedances continued, but as the replacement procedure took so much time, the second device was left implanted despite the impedance measurements and the patient is being followed very frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.